Manufacturer narrative:
A complete lead was returned for analysis. External insulation abrasion was noted from 11.7 cm to 12.0 cm from the connector pin, consistent with friction against the pulse generator can, and was the source of the reported field event of noise. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited episodes of lead noise. The noise was able to be reproduced in clinic. Programming changes were made and the patient was stable.

Event description:
New information reported that the lead was removed and replaced on (B)(6) 2019. The patient was doing well post-procedure.